Event description:
It was reported when the device was used during a unknown procedure, the surgeon stated it did not feel right and removed it from the surgical field firing it away from the surgical site. The staples did not form properly. The device was then reloaded and the case was completed without patient consequence.